Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 315 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the cannula looked like it was dislodged and the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied and a correction was given. The patient's blood glucose history are as follows: (B)(6).

Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. The needle mechanism was inspected and no damages or defects were found that could result in the cannula becoming dislodged. The exact cause of the reported symptom could not be determined. The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.